Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate nst events. An rv lead noise warning had also been triggered. Beginning (B)(6) 2014, sensing integrity counts up to 155; high-rate non-sustained and vf episodes with evidence of lead noise oversensing and inappropriate shocks. Concomitant medical products: 5076-45 lead; 419588 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy. The right ventricular (rv) lead exhibited high impedance and a fracture was suspected. The implantable cardioverter defibrillator (ICD) was turned off in the ER and a lead revision and new device will be implanted in the near future. No further patient complications have been reported as a result of this event.